Event description:
It was reported that the patient received inappropriate shock therapy for non-ventricular rhythm due to atrial fibrillation. The patient experienced shortness of breath. Changes in medication and device reprogramming were made.